Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Elevated bgs were addressed by manual insulin injections. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue.